Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "infection at the incision site".

Event description:
Patient reported right side " infection at the incision site" and "site was red and 8 days after [stitches were removed] the right scar opened and oozed out." The device remains implanted.